Event description:
Information received by medtronic indicated that the insulin pump had cosmetic damage. The customer stated that the cracked in insulin pump. No harm requiring medical intervention was reported. Troubleshooting was successfully performed; however, the customer will discontinue use of device.

Manufacturer narrative:
S/w version 4.11d, retainer ring = clear. Pump was returned for alleged damage to the battery tube on 09/033/2021. Pump passed the displacement test and p-cap locks properly into reservoir. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case (battery tube), cracked battery tube threads, stained and peeling serial label damage, cracked retainer, and minor scratches on lcd window. In summary, customer allegation for cosmetic damage was confirmed during visual inspection where cracked case (battery tube) was noted. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.